Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the operating system was crashed.the device's soild state drive was reimaged, configured remote support services, and a database was synced. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis meditation es system unable to boot up, crashed, and preventing access to medication. The customer stated that the required medication was cocktail used prior to start of the procedure and some non emergent medications. The required medications were obtained from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with corrections/additional information: a1, b5, d4, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-aug-2021 to 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the windows 10 operating system crashed, causing the boot up failure. The field service engineer reimaged the device¿s solid-state drive, configured remote support services, and synced the database to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unable to boot up, crashed, and preventing access to medication. The customer stated that the required medication was cocktail used prior to start of the procedure and some non emergent medications. The required medications were obtained from pharmacy. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system unable to boot up, crashed, and preventing access to medication. The customer stated that the required medication was cocktail used prior to start of the procedure and some non emergent medications. The required medications were obtained from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
H10: please note the related report was found to be a duplicate of this report. 2016493-2023-01156 was submitted in error. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate one (1) similar complaint with the same failure mode for this serial number. Case: (B)(6) surgery not booting up with application.